Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd microprobe¿ processor, there were an unspecified number of false positive results. There was no report of patient impact.